Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 586 mg/dl on (B)(6) 2017 and on (B)(6) 2017 with high blood glucose around 500 mg/dl. The customer stated that they were treated during hospitalization. The customer stated that they were wearing the insulin pump during both hospitalizations. The customer performed high pressure test and the insulin pump failed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will not be returned for analysis.